Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a blister at the surgical site. The patient was admitted to the hospital on (B)(6) 2010. The entire system was removed on (B)(6) 2010 due to an infection in the pump pocket. The drug used in the pump was lioresal 2000 mcg/ml at a dose of 215 mcg/day. The patient was managed with oral baclofen and valium. The patient was doing well following explant. The plan is to re-insert a new pump in approximately 6 months.